Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer obtained a reading of 247 mg/dl and self-treated with three units of insulin, then tested again approximately nine (9) minutes later and obtained a result of 250 mg/dl. After an hour the customer was sweating and dizzy and obtained a result of 66 mg/dl, subsequently losing consciousness. However, the customer did not report of treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted successfully. Data was reviewed and sensor signal low error and drop in glucose values and temperature was observed. A watermark was observed at the base of the tail. The sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly), and no issues were observed. The sensor¿s battery was measured and found to be within specification. Performed a source measure unit (smu) test to check that the returned puck¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings.no malfunction or product deficiency was identified. Therefore, this issue is not confirmed.

Event description:
A high readings issue was reported with use of the adc device. Customer obtained a reading of 247 mg/dl and self-treated with three units of insulin, then tested again approximately nine (9) minutes later and obtained a result of 250 mg/dl. After an hour the customer was sweating and dizzy and obtained a result of 66 mg/dl, subsequently losing consciousness. However, the customer did not report of treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with use of the adc device. Customer obtained a reading of 247 mg/dl and self-treated with three units of insulin, then tested again approximately nine (9) minutes later and obtained a result of 250 mg/dl. After an hour the customer was sweating and dizzy and obtained a result of 66 mg/dl, subsequently losing consciousness. However, the customer did not report of treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Drop in glucose values and temperature was observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics. Also, the log file analysis was consistent with a removal of a properly applied sensor, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.